Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 unit. Customer called in for help on 8015 unit issue with battery not charging. They are use a third party battery, explain to customer about use third party battery they can kill our power supply board and main board on the units it is know for that. So explain to customer replace the battery and let charge if it continue then you have to replace power supply board if that does not resolve the issue you have kill the main board will need to be replace (B)(4).